Event description:
In accordance with title 21 part 803, subpart b, 803.22(b)(2), this letter is to notify and provide you the information (B)(6) received on 10sep2024 which reported that during a lead extraction procedure commenced to remove 3 leads: a right atrial (ra), a right ventricular (rv), and a right ventricular (rv), implantable cardioverter-defibrillator (ICD) lead. Per report, the ra and rv leads were successfully removed. While attempting to remove the rv ICD lead, multiple devices were used from the access site within the pocket, but extraction of the lead was unsuccessful. Therefore, snaring and forceps were used from a femoral approach to attempt lead removal. While working to remove the ICD lead from both a pocked and femoral approach, the patient began bleeding, and a thoracotomy was performed. A perforation of the inferior vena cava (ivc) was discovered and repaired. Although multiple devices were in use, no (B)(6) devices were being used in the ivc (the location of injury). A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv), and an rv implantable cardioverter-defibrillator (ICD) lead, due to a redundant lead. (B)(6) lead locking devices were inserted into each lead to provide traction. With use of multiple (B)(6) and cook medical devices ((B)(6) lead locking devices, (B)(6) 14f and 16f glidelight laser sheaths, cook medical 11f evolution controlled-rotation dilator sheath (short), cook medical 13f evolution (long), and byrd 13f outer sheath), the ra and rv leads were successfully extracted. While attempting extraction of the rv ICD lead using the byrd outer sheath, it appeared that snowplowing of the lead had occurred (lead insulation bunching up on itself) in the superior vena cava (svc} region, and the rv ICD lead broke. The lld was removed in its entirety, and the proximal portion of the lead was removed as well. Then, multiple devices (agilis steerable introducer sheath, cook medical needle's eye snare, merit medical en snare endovascular snare system, forceps (manufacturer/type unknown)) were used from a femoral approach to aid in extraction of the distal portion. After grasping the lead remnant with the en snare, the remnant broke a second time. Securing the remaining lead distal portion with forceps and the sheath, a 16f glidelight was used from the pocket to free the adhesion present on the lead svc coil; however, the patient began bleeding. Rescue efforts began, including thoracotomy. A perforation of the inferior vena cava {ivc) was discovered and repaired. A portion of the rv ICD lead remained in the patient, and the patient survived. Although multiple devices were in use, no (B)(6) devices were being used in the ivc (the location of injury). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports# mw5160867, mw5160868, mw5160869.